Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 39 mg/dl. The customer treated with a soda. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The device programming was accurate as well. Additionally, the customer had a high blood glucose event of 438 mg/dl, which she declined troubleshooting for. No products were returned or replaced.